Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The patient had a pre-existing leaflet flail. The mitraclip delivery system (cds) was advanced, and the clip was implanted. However, when retracting the cds it was noted that the pre-existing leaflet flail worsened/became bigger and mr returned to 4, an additional clip was implanted for treatment, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported tissue damage appears to be due to procedural circumstances as the flail worsened after the clip implantation. There is no indication of a product quality issue with respect to manufacture, design or labeling.